Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not using the cartidge per IFU).

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a frequent persistent/occlusion issue. Customer support (cs) completed troubleshooting and it was determined that the patient was not using the cartridge per IFU. The reporter stated that the patient had a blood glucose (bg) in the range of 200-550mg/dl. This report is being made due to the hyperglycemic event the patient experienced that resulted from not using the cartidge per IFU.